Manufacturer narrative:
(B)(4). Batch # p92n9h. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a tumor resection procedure, the device was opened and used. After use, it occurs a melt and the tip broke. A new device was requested to continue the procedure.